Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of the patient's system controller alarming due to a controller fault which lead to a controller exchange was confirmed via analysis of the submitted log file and via the provided information. The heartmate 3 system controller was not returned; however, a log file was submitted. The submitted controller event log file contained data that was captured on several different days spanning 21may2020 ¿ 29jan2024, per the timestamp). Throughout the log file, the controller clock would intermittently reset to the default date and time (01jan2000 at 0:00:00). When the controller clock was reset, the clock would not advance and would stay at the default timestamp; this appears to be due to the microcontroller on the main printed circuit board (pcb) of the controller intermittently resetting. The driveline was not connected to the controller throughout the entire log file, as this was the patient¿s backup controller and was not in use. The log file captured intermittent controller internal fault alarms due to a timebase fault flag, a liquid crystal display (lcd)_com fault flag, controller voltage common collector (vcc) fault flag, and a controller analog to digital (a2d) fault flag. Additionally, a loss of left ventricle assist device (lvad) communication alarm and a driveline power fault alarm were active for a portion of the log file. The alarms were captured at an unknown date and time since the controller clock was reset to the default timestamp. These alarms were active when the driveline was disconnected, indicating that there is a potential communication issue between the controller and the pump due to the microcontroller intermittently resetting. The controller fault alarms were active until the last event in the log file. Provided information stated that the serial number of the backup controller that had the controller fault alarm is (B)(6), the controller was not in use at the time of the alarm, and the controller is not returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including controller fault alarm conditions, backup battery fault alarm conditions, driveline power fault alarm conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to a controller fault. Log files were submitted. Primary controller download routine. Backup controller replaced due to controller fault.

Manufacturer narrative:
No additional information was provided. The manufacturer is closing the file on this event.